Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to compression fracture. Intra-op, the contrast media (water) was leaking from the balloon. The leakage of contrast media could not be verified from the images, and maker also did not look strange. The physician removed the balloon and inflated it out of the operative field. The balloon expanded irregularly. Stylet reinsertion was not performed. A new product was opened to complete the procedure. The product came in contact with the patient. No patient complications were reported.